Event description:
It was reported that during an unknown procedure, the instrument didn¿t worked properly. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. The tissue pad detach from the clamp arm and fall off. A piece fell into the patient. It was been retrieved.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.